Event description:
It was reported that a patient underwent a revision procedure approximately 13 months post implantation due to dislocation. The poly liner, glenosphere, and tray were replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: 40mm ã¿ +3mm offset 65âº neck angle retentive poly liner cat#00434906603 lot#63234716. The reported event is not confirmed. The returned product shows damage on the products, but there are no medical records or x-rays to confirm disassociation or dislocation. Visual examination of the zimmer tm humeral stem spacer (lot 65341647) found damage to the backside features. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02722.